Manufacturer narrative:
A follow-up report will be submitted upon cmpletion of the investigation.

Event description:
It was reported to philips that the device's display is not working. There was no reported patient involvement.

Event description:
It was reported to philips that the device's display is not working. There was no patient involvement.